Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dil cath: sprinter 2.0x10, sprinter nc 2.5x10 guide wire: sion blue. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a 90% stenosed, distal left anterior descending coronary artery with heavy tortuosity. The lesion was pre-dilated with an unspecified 1.5x10 mm balloon dilatation catheter (bdc). A 2.5x38mm xience prime stent delivery system was advanced to the lesion and the stent was implanted. Post-dilatation was performed with an unspecified bdc and then a proximal edge dissection was noted. The dissection was successfully covered with a new 2.5x23mm xience prime stent. Post-procedure stenosis was 10%. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.